Event description:
It was reported that there was a question as to why there would be occasional dropped paced beats on telemetry within hours post implant of the implantable cardioverter defibrillator (ICD.) It was also reported that the device is 100% pacing and noise could not be provoked with isometrics or pocket manipulation. It was suspected to be grommet oversensing which resolved itself, after a check of the device later on. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.